Event description:
It was reported that the maryland bipolar forceps instrument broke. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint regarding a broken instrument was confirmed by failure analysis. Common causes of thermal damage to the instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path.